Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was left in the sun. Reportedly, the customer would contact the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user manual: you should avoid activities which could expose your system to temperatures below 5ºc (40ºf) or above 37ºc (99ºf).